Event description:
A customer reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Initially, reloading the same cartridge did not resolve the issue despite instructions to clean the pneumatic tap area on the pump. The customer then followed guidance from technical support to fill and load a new cartridge using proper technique. Although the method used to fill the cartridge was off-label, the issue was resolved after loading a second cartridge, and the customer successfully resumed insulin use.